Event description:
A physician reported that the during cataract surgery in the right eye of the patient, the intraocular lens was implanted. During first docking, the suction could not be completed and system error message appeared on the screen. After second attempt, same issue occurred. Further the patient interface was replaced and now the same issue occurred. The surgeon decided to continue the procedure without system. The surgeon requested for the replacement of three patient interface. There was no patient harm was reported. There are two related reports for this reported event. This report addresses patient initials ak, right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system with suction could not be completed and system error message during surgery in the right eye of a patient. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).